Event description:
(B) (6). Same case as 2134265-2010-01480. It was reported that during a carotid artery stenting procedure the patient experienced an arterial spasm with slow flow. The target lesion was located in the right proximal internal carotid artery with 90% stenosis and was 11 mm long with a 7 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 10%. During the index procedure, the patient experienced an arterial spasm with slow flow. The patient was treated with intra-arterial nitroglycerin and the event was considered resolved without residual effects. Additionally, the patient had exacerbation of chronic renal insufficiency. This was treated with hydration. The patient was discharged 2 days later.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).